Manufacturer narrative:
Investigation under (B)(4) is ongoing. Date of event is unk. (B)(6). The optic and one haptic was torn. See scanned page.

Event description:
An aq2010v model lens was torn. At this time, no info is forthcoming. The facility has not responded to the attempts of obtaining more info regarding this complaint. It is unk if the lens was implanted, if a product malfunction occurred, and if there were any pt injuries.